Manufacturer narrative:
Patient age reported as less than (B)(6) years. (B)(6). One burr,4.0mm abrader,180mml device was returned for evaluation of the reported complaint mode, ¿shedding¿. The device was inspected dimensionally and found to meet design requirements. A functional inspection was performed, and the inner blade rotated freely within the outer blade; no friction was felt in the unloaded condition. A visual inspection was performed, and galling of the inner blade shaft was observed. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation a root cause could not be determined. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During a hip arthroscopy procedure it was reported that the surgeon was using the burr under normal conditions to debride the acetabular rim, when he noticed metal shavings coming from the burr. Suction was used to remove the metal shavings. Additional information indicates that there were no anatomy or procedure exceptions; the patient had normal anatomy. No more force was required on the device used in this procedure than typical. The angle of the blade varied; the top of the abrader burr was used and the angled portion of the top. The patient had normal bone. The surgeon was confident all pieces were removed from the surgical site; they visually confirmed this, during the arthroscopy procedure. A one minute delay was experienced. A back-up device was utilized to complete the procedure.